Event description:
The patient was hospitalized for hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and it was operating within required specs at the time of release. There is no reported pump malfunction and the pt stated that she had recently lost weight and had not adjusted her basal insulin dosage to compensate. The pt has reduced her basal insulin rate and continued to use the pump with no reported subsequent events.